Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. In addition to the foreign material found in the nozzle, other evaluation findings are as follows: the grip was scratched; the air/water cylinder, the air/water tube, and the suction cylinder had no color; there were foreign objects in the air/water cylinder and the air/water tube; the guide pin of the electrical connector was loose; the insulation resistance value at the distal end did not meet the standard value due to a scratch on the plastic distal end cover; the play of the upward/downward knob and the right/left knob were out of standard value due to wear of the angle wire; the adhesive around the objective lens, the bending section cover, and the light guide lens were discolored. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unclear if the customer has any idea about the nature of the foreign material. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. The device was reprocessed according to the product IFU before being returned to olympus. This report is being supplemented to provide additional information provided by the customer and evaluation report. The following fields were updated accordingly: b5, h3 and h10..

Event description:
The customer noted that the reported event occurred after procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water tube and cylinder could not be identified and a definitive root cause of the issue could not be determined, as there was no observed device deformation the might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result on insufficient cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue, but evaluation has not been completed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that there was a screw loss in the gastrointestinal videoscope's connector where the cap connects to the camera. There was no report of patient harm. The device was returned, evaluated, and a foreign matter was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.